Event description:
It was reported that a balloon rupture and leak occurred. The patient underwent percutaneous coronary intervention. The 3.0 mm x 21 mm in diameter, 95% stenosed target lesion was located in the moderately tortuous and severely calcified left descending artery (lad). A 10 mm x 3.00 mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted that the balloon ruptured and leaked water during the pressure outside the patient. The procedure was completed with another of the same device. There were no patient complications and the patient remained stable post procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1- initial reporter facility name: (B)(6). E1- initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture and leak occurred. The patient underwent percutaneous coronary intervention. The 3.0mm x 21mm in diameter, 95% stenosed target lesion was located in the moderately tortuous and severely calcified left descending artery (lad). A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted that the balloon ruptured and leaked water during the pressure outside the patient. The procedure was completed with another of the same device. There were no patient complications and the patient remained stable post procedure.